Manufacturer narrative:
Unit received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer,cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Unit p-cap, test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked on battery compartment and at the back of the insulin pump. The customer stated that the reservoir was lock into place. Customer stated that insulin pump was not dropped or bumped. Customer stated that it was unknown how damaged occurred. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.